Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Repolrted incident - part of screw left in patient.

Manufacturer narrative:
The agent reported, (locking screw squeaked during insertion. Screw was removed. Glenosophere removed. Additional bone was removed glenosphere replace on base plate. Screw inserted with squeak physician tapped the screwdriver and removed the screw to find it was broken.) This event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with a ten-minute delay. The implant was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The implant was returned to djo and after further examination, the insert for the screwdriver is damaged. A review of 508-36-101 device history record (DHR) revealed the implant, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this implant. Complaint database review showed 2 previous complaints but there were no indications that this implant has a design or material deficiency. The root cause of this complaint is likely due to a stripped screw insert. As a result the instrument was unable to lock into the insert which likely caused the screw to squeak. While trying to drill into implant. It is possible that the surgeon did not properly engage the instrument with the screw insert leading to the insert becoming stripped. This is not an event associated with a product failure, malfunction, or issue.